Event description:
It was reported that a spectrum iq infusion pump displayed an air in line error during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "air in line error" was not reproduced. A check of the upstream sensor fluid numbers found them out of specification. The device was sent to the flow line for air in line testing with passing results. A review of the event history log revealed multiple "air in line" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed ultrasonic sensor. The ultrasonic sensor requires replacement to address the issue. Should additional relevant information become available, a supplemental report will be submitted.